Event description:
It was reported that the pt experienced an increase in pain. MRI showed a granuloma causing occlusion. The spinal portion of the catheter was "easily" removed. A new spinal portion was spliced to the old catheter. The pump contained morphine sulfate 60 mg/ml 11.12 mg/day; bupivicaine 18/ml 3.336 mg/day and clonidine 6 mcg/ml at dose 1.112 mcg/day. The pt recovered without sequela.

Manufacturer narrative:
Catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results: used for catheter.